Manufacturer narrative:
(B)(4).

Event description:
Procedure: lavh. According to the reporter: during the surgery the needle and the suture came out of the holder. The needle remained attached to the device but not in the needle holes. The surgeon removed the endostitch and continued the procedure with a regular vloc. There was no patient harm, no blood loss, no extension of surgery, no component left in the patient.